Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure the fast fix t2 implant was prematurely deployed. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned without the suture or anchors. The device appears to have deployed both t1 and t2 anchors as the deployment needle is in the t1 firing position. The depth gauge is in manufacturer specified position. No debris on device. A functional evaluation revealed that the deployment knob works as intended attempting to deploy t1 as intended and returning to t2 pre-deployment position automatically. A second depression of the deployment knob attempts to deploy t2 as intended. Neither t1 or t2 could be deploy as they are not in or with device. Depth gauge moves as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: - read these instructions completely prior to use. - do not push the deployment slider twice or the second implant will deploy prematurely. - do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.